Event description:
It was reported that the external pulse generator stopped pacing while connected to a patient. The battery was replaced two times. The generator was returned for service. Follow up is being conducted to determine patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower case halves are broken. Bail covers and ring cover are broken. Battery release is contaminated. One printed circuit board flex is creased. Battery contacts are compressed.